Event description:
It was reported that the ilet displayed an alert 38 indicating consecutive stalled motor, cleared after a restart, but subsequent dry-run attempts to fill tubing twice resulted in ¿unable to proceed,¿ with review indicating the insulin set was expired; the patient was instructed to transition to multiple daily injections in the interim. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.